Manufacturer narrative:
Lot number is unknown. Expiration date is unknown as lot number was not provided. Unique identifier is unknown as lot number was not provided. Device manufacture date is unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred near the end of the sidecut on patient's right eye (od). Doctor was unable to lift the flap and elected to proceed with photorefractive keratectomy (prk) the same day with no patient harm.